Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by patient that the cleo infusion sets got detached from the infusion site. The patient noticed the first issue while getting ready to take a shower and the second issue while getting ready for bed. The first cleo was worn on the abdomen and the second on the thigh. In both cases, the cleo tubing was found to be damaged. There was patient involvement with no harm.